Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle did not move forward when the pod was being activated and an alarm sounded. The patient tried to activate the pod 3 times. The status of the pink slide is unknown. No impact to the patient's glucose level was reported.